Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed preventive maintenance. The cse removed all probes and flushed it. The cse observed that dilution wash valve 2 (dwev2) was stuck open. The cse performed service on dwev2. The cse replaced reagent probe 2. Liquid level sensor. The cse ran precision testing, which passed. The cse performed calibrations and ran quality controls (qc), which were within range. The cse ran a sample for another method and obtained negative result. The cse reran the sample on alternate instrument and obtained result as expected. The cse then reran all analytes, which correlated well. The cse replaced dilution probe aspiration pump (dip), dilution probe discharge pump (dop), sample pump seals and primed the instrument. The cse ran the precision testing, with unsatisfactory results. The cse ran qc, which resulted low. The cse replaced sample probe, dip, dop and primed the instrument. The cse ran the precision testing, which passed. The cse performed calibrations and reran qc, which were within range. The cause of the discordant, falsely depressed ca, tp and crea results on a patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed calcium (ca), total protein (tp) and creatinine (crea) results were obtained on patient samples on an advia 2400 instrument. The discordant results were not reported to the physician(s). The samples tested for ca method were repeated on the same instrument and the samples tested for tp and crea method was repeated on an alternate instrument, all resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca, tp and crea results.